Event description:
Allergan device analysis laboratory received a lap-band system without a pfn (product field note). The port tubing was allegedly broken per indication on the lap-band system diagram in the paperwork received. Follow up with the surgeon is in progress. The device was received; however, the analysis has not been completed at this time.

Manufacturer narrative:
Taper ii. (B) (4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."